Event description:
A customer contacted beckman coulter inc. (Bci) regarding low troponin (accutni) results for 3 patients' samples and qc. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The customer called bci hotline and while troubleshooting it was discovered that an accutni reagent pack was mis-loaded. The patients' samples were repeated on a correctly loaded accutni reagent pack and recovered higher results.